Manufacturer narrative:
(B)(4). The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant an optease retrievable vena cava filter for the treatment of a deep vein thrombosis (dvt) and pulmonary embolism (pe). The device in the patient was positively identified by medical records. The patient is still implanted with the device, which is known to be dangerous and cause serious side effects. As the result of the optease filter¿s installation, the patient has suffered and is at risk of suffering injuries, possibly permanent and life-threatening, and will require extensive medical care, monitoring and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses, not limited to the apprehension and risk associated with retaining a defective device inside his body. The indication for the filter implant was multiple trauma status post a motor vehicle accident and high risk for dvt and pe. The medical records indicate that the patient sustained multiple fractures of the right ribs, right scapula, pelvis, sacrum and upper right femur prior to having the filter implanted. The filter was placed via the right common femoral vein and deployed above the bifurcation. Subsequent vena gram demonstrated correct position of the filter and the patient tolerated the procedure well. A bilateral lower extremity ultrasound performed the same day the filter was implanted was negative for dvt. Additional information contained in the patient profile form (ppf) alleges other failure modes, injuries to be determined by future scans. The ppf also indicated that the patient is suffering from mental anguish associated with the device in addition to pain, suffering, future additional injuries, fear that the implant has moved or will move and cause injury or death. The form also indicates the device is defect, that results in more follow up care, monitoring, and treatment than normal because it is not functioning properly. Additional information received per the patient profile form (ppf) states that the patient became aware of a cardiac event approximately ten years and nine months after the filter was implanted. Approximately eleven years and five months after the index the procedure, the patient had open heart surgery due to the filter affecting the patient's heart.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d4, g4, g7, h1, h2 and h4. It was reported that a patient underwent a procedure to implant an optease retrievable vena cava filter. Additional information contained in the patient profile form (ppf) indicated that the patient is suffering from mental anguish associated with the device and the patient also underwent open heart surgery as a result of the filter affecting the patient¿s heart. The indication for the filter implant was multiple trauma status post a motor vehicle accident and high risk for deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient sustained rib, right scapular, pelvic, and right femur fractures in the accident. The filter was placed via the right common femoral vein and deployed above the bifurcation. Subsequent vena gram demonstrated correct position of the filter and the patient tolerated the procedure well. The medical records indicate that the patient sustained multiple fractures of the right ribs, right scapula, pelvis, sacrum and upper right femur prior to having the filter implanted. A bilateral lower extremity ultrasound performed the same day the filter was implanted was negative for dvt. A computerized tomography (CT)scan of the abdomen and pelvis performed forty-six days after the filter implant, for complaints of abdominal pain, showed no evidence of traumatic visceral injury and that the ivc filter was in place. Approximately ten years a nine months post implant the patient became aware of a cardiac and underwent open heart surgery approximately eleven years and five months after the index the procedure, due to the filter affecting the patient's heart. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). The information received indicated that there was a cardiac event and the patient had open heart surgery approximately eight months after the cardiac event. The indication for the open-heart surgery and the patient¿s medical history has not been provided. With the limited information available for review it is not possible to establish a relationship between the device and the reported event. Migration of the filter to the heart would dictate an emergent open heart surgical procedure, again with the limited information available it is not possible to determine what factors may have contributed to the open-heart surgery. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that there is an issue related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.